Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading after 5 days of wear when compared to a competitor meter. Customer reported that she received a sensor scan result of 147 mg/dl on (B)(6) 2018 and experienced loss of consciousness. Customer had contact with a healthcare professional and 20 minutes later, a reading of 27 mg/dl was obtained on the hcp meter. Customer was diagnosed with severe hypoglycemia and administered glucose intravenously. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading after 5 days of wear when compared to a competitor meter. Customer reported that she received a sensor scan result of 147 mg/dl on (B)(6) 2018 and experienced loss of consciousness. Customer had contact with a healthcare professional and 20 minutes later, a reading of 27 mg/dl was obtained on the hcp meter. Customer was diagnosed with severe hypoglycemia and administered glucose intravenously. There was no report of death or permanent injury associated with this event.